Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a (B)(6) female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy w/ uterine resection). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a 42-year-old female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy w/ uterine resection). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluaton of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain in female") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, irregular menstrual cycle and pelvic pain female in 2022. In 2007, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (bilateral salpingectomy w/ uterine resection). At the time of the report, none of the outcomes for these events were known. The reporter considered dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: bilateral fallopian tubes, excision: complete cross sections of bilateral fallopian tubes with essure coils consistent with history of previous tubal occlusion. Benign paratubal cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2022: medical record received. Event medical device removal updated with pelvic pain. Events irregular menstrual cycle & dysmenorrhea were added.reporter information updated. Medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.